Manufacturer narrative:
The explanted lead was not returned to bsn for evaluation as it was discarded by the medical facility.

Event description:
A report was received that during a revision, the physician discovered that one of the leads proximal end was broken around contacts # 4 and 5. The physician replaced the lead and the patient is receiving good pain coverage.